Event description:
It was reported that the pump was unplugged during transport in the hosp. And the pump began displaying "battery in op" message. The pt was transferred to another pump without any complications.